Event description:
The customer reported to olympus that there are air/water leakages on the ultrasound gastrovideoscope. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, a gap between the acoustic lens and the ultrasound probe was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there are air/water leakages and that there is a gap between the acoustic lens and the ultrasound probe. Other findings includes that due to wear of forceps elevator lever, the upward/downward knob cannot be locked securely; the grip has a scratch; the air/water cylinder has discoloration; the elevator channel plug is loose; that due to damage on the ultrasonic cable, the displayed ultrasound image is defective with missing elements; that due to a scratch on the acoustic lens, the displayed ultrasound image is defective; the acoustic lens has a chip; the acoustic lens has a scratch; the distal end is deformed; the objective lens has a scratch; the light guide lens has a scratch; the bending section cover has cut; the adhesive on bending section cover has a discolored area; the connecting tube has a scratch; that due to wear of angle wire, the bending angle in up/down/left/right direction does not meet the standard value; that due to wear of angle wire, the play of upward/downward knob is out of the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and the information provided, the cause of the gap between acoustic lens and ultrasound probe could not be determined. Olympus will continue to monitor field performance for this device.